Event description:
The customer called and reported she was hospitalized with high blood glucose over 500 mg/dl and diabetic ketoacidosis. The customer's symptoms included vomiting and nausea. At the time of this report, the customer's blood glucose was in the 100 to 199 mg/dl range. She also reported the insulin pump alarmed with no delivery, despite changing the site and infusion set twice. The customer also replaced the reservoir. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.